Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 400 mg/dl. Reportedly, customer was using lantus for insulin therapy. Subsequently, the customer was hospitalized. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.